Event description:
Reporter claims the end user caught the finger with the ring inside the controller cable which caused it to short. Reporter feels this is because end user jammed a screwdriver into the cable to straighten the prongs. End user claims reporter burned the finger.